Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the scope socket failure was caused by long-term repeated use.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Due diligence was executed for this event. Event date is not known. Information is not available if the connection was secure, nor if there were any foreign bodies on the contact pins of the device. Device manufacture date is not available. Upon inspection and testing, the device scope socket connection was faulty. Evaluation is ongoing. Supplemental reports(s) will be submitted when any information is available.

Event description:
As reported for this event, during preparation for use the b30 scope communication error was observed for the device. There is no patient involvement and no harm reported to any patient.